Manufacturer narrative:
(B)(4). A ship history to the account for the year prior to the reported event date was performed. There were no recorded sales of this product to the reported account. A lot number was not provided by the hospital. Customer service has no record of any shipments to the hospital as well during the specified time frame.

Event description:
The hospital reported that they dislike the toggle for the vasoview hemopro 3500 and it is very difficult to activate as well as it takes a lot of force to engage the energy.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they dislike the toggle for the vasoview hemopro 3500 and it is very difficult to activate as well as it takes a lot of force to engage the energy.